Event description:
Event description guidant received information that during an elective replacement procedure, this newly implanted cardioverter defibrillator (ICD), displayed a shorted lead message during induction. The lead was capped and replaced and this device was explanted.